Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual analysis of the components has indicated the presence of a wear patch and multiple wear stripes on the bearing surface of the femoral head, and a wear patch on the acetabular cup, the latter of which is located towards the rim. These features are an indicator that there was a degree of edge loading or rim contact with the cup, or that there was component subluxation. The indentations on the bearing surface of the femoral head are suggestive of the presence of a third body, although they do not appear to have been replicated on the mating bearing surface of the cup. The source of such potential third body debris remains unknown. The female taper of the femoral head has been observed to have spotting and discoloration on its entirety, which may be suggestive that a fretting or galling process was beginning. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04526 / 04564).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently the patient was revised on (B)(6) 2013 due to adverse reactions to metal debris (armd). During the procedure, thick-scarred capsular tissue, bone erosion and osteolysis were noted.